Event description:
It was reported that the patient was experiencing intermittent phrenic nerve stimulation related to the left ventricular lead. The left ventricular lead output was decreased to resolve this event. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.